Event description:
Patient contacted dexcom technical support on to report that on12/14/2013 patient experienced difficulty with insertion and a missing sensor wire during sensor startup period. Patient believes it was user error. This occured with three different sensors.